Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that "the jaws were misaligned so that a clip could not be loaded during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported "sample part was returned with misaligned/bent jaws. After evaluation by subject matter expert and a complete DHR review, this undesirable condition is suspected to have happened at end user. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the jaws were misaligned so that a clip could not be loaded during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) lot. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the jaws were misaligned so that a clip could not be loaded during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".